Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a pt, the device's defib output was out of specification. The device was unable to analyze and prompted a "use pads" message. Complainant indicated that the pt subsequently expired.